Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-07909 /-07921).

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure due to aseptic loosening of components on (B)(6) 2014. Subsequently, patient underwent manipulation under anesthesia on (B)(6) 2014 due to a stiff knee from scar tissue.